Event description:
It was reported that patient presented for an implant procedure. It was noted that the helix of the right ventricular lead failed to extend and the lead appeared to be bent. The lead was not used and replaced during procedure. There were no patient consequences.